Event description:
It was reported that a user experienced an ilet pump screen that did not turn on after charging, and the user received a charge now alert; the user was instructed to align the pump on the charger carefully and keep it on the charger for 30 to 60 minutes to allow charging, which constituted troubleshooting and education for a low-power condition. Symptoms included no clinical symptoms. Outcomes included no impact on health or medical care. Investigation included remote troubleshooting to verify charger alignment and extended charging time. Investigation of this case revealed a suspected battery depletion and charging alignment issue consistent with a power-related device problem affecting the pump¿s charging interface. It was concluded, based on previously established findings for similar reports, that the cause was user-related charging technique with possible depleted battery state.